Event description:
Information received via complaint form is indicated as follows: "the packing seal was found opened unusually.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction, as the issue was found prior to patient use. It is reported that(B)(6) observed that the sterile barrier seal was opened. A request was submitted on (B)(4) 2014 for the following complainant information: address, phone number ole. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted.